Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent the orif surgery for olecranon/coronoid process fracture. When the surgeon was drilling for a screw insertion, the tip of the drill bit broke. The drilling was the second drilling. He tried to remove the broken tip of the drill bit left in the patient¿s body, but he couldn¿t. The broken tip of the drill bit was to be left in the patient¿s body at the discretion of the surgeon. The surgery was completed within 30 minutes delay. Surgeon reported that the breakage was no product related. He assumes that the breakage was caused because he changed the direction of drilling while the drill bit was still inserted in the bone. No further information is available. Concomitant device: unknown screws (product code: unk, lot number: unk, quanity: unk). This report is for one (1) drill bit ø1.5 l74/57 f/core hole this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.